Manufacturer narrative:
The insulin pump alarmed no delivery outside of specifications during the occlusion test due to a faulty force sensor. However, the insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery tests.

Event description:
The customer stated that the insulin pump was not working. The customer declined to perform troubleshooting. Nothing further was reported.